Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the surgeon complained that the patient had high intracranial pressure, but when the valve was connected, the cerebrospinal fluid (csf) would not flow out of the distal end of the catheter. According to the report, the surgeon primed the valve with ringers prior to connecting it up to the distal catheter. Once the valve was connected to the ventricular catheter, it would not flow csf freely even when the csf was at high pressure. The reservoir was pumped during the procedure to try and get drainage commenced. Reportedly, another device was used as a replacement. No complications were reported, and the patient's status was alive-no injury.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The returned valve did not meet the requirements for pre-implantation and leak testing due to a tear in the top of the reservoir dome. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.